Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a lead on (B)(6) 2012. It was reported the pt experienced pain, weakness, and numbness right after the permanent procedure was completed. Allegedly, the lead may have migrated. As a result, the pt was hospitalized overnight and the lead was explanted. The pt is recovering as expected.